Manufacturer narrative:
No product has been returned for investigation as no product malfunction was alleged. No root cause can be identified at this time.

Event description:
During literature review it was identified that between the dates of march 2018 and march 2020, 105 patients underwent lateral interbody procedures were one patient developed retroperitoneal hematoma that required surgical intervention. It is unknown if nuvasive¿ s products were used as multiple manufactures were referenced in article.